Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there are potential concerns of there being hardware damage. The implantable neurostimulator (ins) would need to be reviewed once it is explanted. This is not scheduled yet. They are getting the process started for replacement now.

Manufacturer narrative:
Continuation of d10: product ID wr9230. Serial# (B)(6). Product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The battery replacement was postponed because of patient illness. Hoping to get it rescheduled for early january.

Manufacturer narrative:
H3: product 977119, s/n:(B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep. They clarified the patient's statement of 'can't take it anymore' was in reference to the device issue. The cause was not determined, those spoke with technical services again and did additional troubleshooting in person with the patient. Rep was able to charge the ins to 30% and connect with their tablet. Once the session started, the ins instantly depleted (it went from 30% to discharged within 3-4 minutes with stim off) after checking connections and impedances and running the recharge interval. It lost the connection before I was able to pull the reports and wouldn¿t take a charge again when they re-tried, even with a new programmer and new recharger. The issue was not resolved. Ins charge level did not increase and they were sustaining excellent coupling the whole time, except for a brief time in good coupling. Tech services said engineering will look into it. They were able to get a session report only today, not an mdt report as the ins instantly depleted after rep connected. Rep was unable to connect to the ins again (no device found), even after attempting to recharge the ins more. It would not move past the ¿lightning bolt¿ screen, even with excellent connection. It just brought up the service code 4101 after about 20-25 minutes of excellent connection recharging. Ins reset was not possible. Tss called rep about pocket condition: per caller, pt's pocket is well healed and the ins is in good position and can be palpated easily. Reports were received and will be reviewed and rep notified on potential next steps including potential need for implant replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that this patient¿s battery was replaced today and rep was returning the explanted battery to the analysis lab accordingly. The rep reiterated the battery would instantly deplete following full recharge with device off. Ipg would be dead within minutes after recharge and would no longer take a charge. The issue was resolved with battery replacement. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID wr9230, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating they have been informed that this patient¿s battery replacement surgery has been scheduled for (B)(6) 2025.

Event description:
Information was received from a patient (pt) and manufacturer representative (rep) regarding the pt with an implantable neurostimula tor (ins). Rep mentioned pt came into office today and rep tried to connect with ins with pt handset, but connecting to device screen came up and got to 10%, but then showed cannot connect screen. Rep tried to connect with two tablets, but could not connect to ins. Pt claimed they just charged ins to 100% yesterday and charge interval was about 2 weeks. Technical services (tss) suggested possible source issues and suggested pt charge the ins at home and follow up with rep and/or patient services once they confirm ins is charged. Patient called back and repeated previously documented information. Patient mentioned they charged their implant was 20% yesterday and they charged their implant up which took an hour. Patient mentioned they went home after their hcp appointment today, they charged the implant to 100% but now can't take it anymore. Patient tried to connect to their therapy settings but the handset showed no device response. Agent walked patient through toggling bluetooth off/on and resetting the communicator and when patient tried t o connect to their therapy settings handset showed no device response again. Patient started a charge session and patient mentioned implant was 100% at an excellent connection. Agent instructed patient to power off the handset for a couple minutes and patient tried to connect to their therapy settings but the got no device response again. Patient then start a charge session and mentioned the implant was empty with a lighting bolt icon charging at an excellent connection. Agent reviewed with patient to fully charge the implant and then connect to their therapy settings. Patient mentioned the handset showed service code 4101 and the wireless recharger (wr) was flashing red. Agent walked patient through closing all applications, resetting the wr and patient start a charge session. Wr was 95% and implant empty charging at an excellent connection. Agent reviewed device function of external equipment and to close all applications in between use. Agent reviewed with patient to follow up with their hcp if they notice the service code or if the implant battery is depleting quicker than expected. Rep called back in and reported that patient's battery was at 100% yesterday, but implant depleted today. Rep had patient recharge up to 100% today and within an hour the battery depleted to the point that it needed to be recharged again. Rep reported that patient has legacy programming and recharge interval after surgery was 10-12 days. Patient hasn't had programming changes and rep said patient doesn't increase stimulation. Tss suggested that rep meet with patient to check usage data and check the recharge interval again. Also, rep is to check impedance, in case that has changed, resulting in more power usage. Rep to get data file if usage and impedance information didn't show why implant depleted so quickly. Rep will meet the patient on the first week of november.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.